Event description:
It was reported that the pump modules had corrosion on the inter-unit interface. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of corrosion in the iuis of the pump modules could not be replicated during the investigation, as no device was returned for evaluation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. During the recent practice consultant site visit at (B)(6) hospital, was reported the following: as part of the last scheduled preventive maintenance in september 2024, it was identified that the inter-unit interface of the pump modules exhibited signs of corrosion. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. Per bd alaris system iui inspection tip sheet, inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Do not return the device to patient use if there are cracks, surface contaminants, discoloration or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. Preventive maintenance inspections should be performed only by biomedical engineering. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: during the investigation, the root cause of the corrosion observed in the iuis on the pump modules could not be determined because no units were returned for inspection or testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules had corrosion on the inter-unit interface. This was reported to bd representatives during site visit. There was no patient involvement.